Event description:
It was reported that this right atrial (ra) lead exhibited noise signals. Technical services (ts) was consulted and explained it looked like electromagnetic interference (emi) but was not confirmed. Ts noted one oversensing beat. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise signals. Technical services (ts) was consulted and explained it looked like electromagnetic interference (emi) but was not confirmed. Ts noted one oversensing beat. The lead remains in service. No adverse patient effects were reported.